Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the grip test. Additional observation(s) not reported by site: the instrument was found to have a broken conductor wire at proximal end outside the clear shrink tubing. The instrument housing was removed and the conductor wire were found to was broken. The break of the conductor wire were located infront of the flush tube guide. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Common causes of broken - proximal conductor wire are attributed to the manufacturing process, including but not limited to: pinched or kinked wires, wire routing issues, crimping issues.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.